Event description:
Pt was found with face between the upper right side rail and rest of body on the floor. Resident pronounced dead at the scene by physician and medical examiner. Awaiting coroner's report.